Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 551827. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. It was also noted that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.